Manufacturer narrative:
This is a follow-up to the previous medwatch report. The safari2 guidewire was returned for failure analysis. The delivery system and safari 2 guidewire were returned to the distributor boston scientific for initial analysis. Boston scientific (bsc) reported: the safari2 guidewire has been received partially inserted and trapped inside the lotus edge device. Initial examinations confirmed that there were some kinks evident in the exposed section of the guidewire. Our plan is to un-sheath the lotus device and attempt to remove the wire. Additional information received from bsc - please see abbreviated notes: nosecone sheathed, release collar pushed forward. Valve released, wire accordioned on loop, wire kinked 11cm from distal of the nosecone, 195cm of the guidewire exiting outside the lotus device (straightened), 80cm inside the lotus device, kink in the wire 46cm from nosecone of the lotus device, full device length 1.65m, 1 coil on the guidewire coil displaced 14.5 cm distal to nosecone, od of wire 0.035inch. As part of the analysis, bsc cut the shaft of the lotus and removed the multi lumen exchange (mle) with the guidewire trapped. Bsc cross sectioned the mle in various incremental lengths and tested the movement of the wire (without applying any extra force) right down to our nosecone extension (approximately 14cm of the distal end of the lotus). The guidewire was trapped in this section. The device and wire was sent externally for a CT scan. Unfortunately the wire had to be cut in order to facilitate the scan. A CT of the section of wire that was trapped in the device identified raised coils on the wire. The product was received by integer on 12/11/2019 for analysis. As received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned cut (at 183.25cm from the distal aspect of the large radius curve and 62.10cm from the proximal end) into 3 pieces along with the distal portion of the lotus edge valve system 23mm device within an opened mylar/tyvek pouch and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: the specimen presented a combined dim "a" length of 275.90cm, formed curve dimensions of 2.80cm x 3.45cm and a finished diameter of .03455" to .03465". A gage bushing certified to be .0355" could not be passed over the length of the specimen due to the coil and bend damage. Observation findings: the specimen presented several regions of offset/overlapping coil wraps resulting in localized over-sized diameters to .03845", numerous bends/kinks of varying severity and frequency scattered over the length of the device, stretched coil wraps and scraped ptfe coating with coating removal. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented several regions of offset/overlapping coil wraps resulting in localized over-sized diameters to .03845", numerous bends/kinks of varying severity and frequency scattered over the length of the device, stretched coil wraps and scraped ptfe coating with coating removal. The damage presented by the specimen appeared consistent with manipulation of the device against resistance. As indicated in the warnings section of the device instructions for use (dfu), "* do not torque this guidewire. * never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment." Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If additional information becomes available a follow-up medwatch report will be filed.

Manufacturer narrative:
The safari2 guidewire is expected to be returned for failure analysis but had not been received at the time this report was submitted. Lot traceability for the safari2 guidewire was provided. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to confirm the complaint or assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
Event description: per email, it was reported that: a complaint on two separate lotus edge devices used in a reprise IV case today on patient. The patient was successfully implanted with a lotus valve and there were no complications related to these two device returns. Lotus edge valve system 23mm device was fully resheathed twice and was removed from the patient without incident. The device became entangled with the pig tail catheter during deployment and the pig tail could not be removed, even with a wire inserted. The lotus device was partially resheathed and the pig tail became ensnared in the braid frame and there was concern about interaction with the release pins, so they decided to remove the device safely and replace with a new device. Lotus edge valve system 23mm device was safely implanted and the valve was released without issue. During removal of the delivery system, the safari2 guidewire became locked in the lotus delivery system and the two were removed together easily and without issue from the patient. Sr was requesting this device be evaluated based on the fact that the wire locked up in the delivery system and could not be removed independent of the lotus delivery system.